Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye image of surgeon side console (ssc) 2 was found to be missing. The customer contacted the field service engineer (fse) to report the issue. The fse asked the customer to try to power cycle and hard power cycle; however, there was no improvement post following the fse's instructions. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon powering on the system and checking it, it was confirmed that the system booted up normally with no errors. The surgeon was successfully able to see through the high resolution stereo viewer (hrsv) and go into following mode using ssc 1. The customer did not contact technical support to troubleshoot at the time of the issue's occurrence. The procedure was completed using ssc 1 with no reported injury. The customer was unwilling to provide the patient demographic information nor information about the patient's medical history and relevant tests.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo video (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc, (isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit had electrical and fiberoptic defects.